Event description:
It was reported to tyco healthcare/kendall on 2/26/2007 that the pump failed to alarm while pumping air into the baby's stomach. It was noted that the tubing had not been primed according to the manufacturer instructions. "Tubing must be primed until it is past the valve and down the distal end of connector." Tubing had been manually primed but valve chamber not full. Education done on unit about priming tubing automatically to ensure proper filling. There was not medical intervention required. The incident was noticed immediately. The patient experienced some discomfort, but is unharmed and doing well.

Manufacturer narrative:
An investigation is currently underway. Upon completion, results will be forwarded.